Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button keypad dome. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests due to keypad anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone, the esc button on the insulin pump was not working properly. Customer was attempting to clear an alarm. Customer's blood glucose was 86 mg/dl. Customer didn't recall any significant event which may have cause keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .